Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred along with additional alerts/alarms that the customer could not confirm at the time of the report. Customer's blood glucose was approximately in the 200 mg/dl range. Upon follow up, tandem technical support assisted customer with loading another cartridge. Contact assisted customer with inserting a new infusion set site. Pump therapy was resumed. Contact reported no additional alerts or alarms and declined to provide further information regarding the event.